Event description:
Report received that a patient's planned prophylactic generator replacement was expedited to occur on an earlier date because the patient experienced an increase in seizures. At the time of this report, the battery was checked and found to still be delivering stimulation. The physician reportedly was unaware of this increase in seizures as this was reported after the patient was seen in the clinic. The patient only reported this to a manufacturer's representative two weeks after seeing the physician. Therefore, an assessment from the physician could not be provided. System diagnostic test results were not provided. The available programming history did not contain data around the time of seizures. The generator was later replaced but has not been returned to the manufacturer to date. No additional relevant information has been received to date.

Event description:
Further information was received that the generator was received by the manufacturer for analysis. Besides typical markings and other observations associated with implant and explant, no other surface abnormalities were noted on this device. Both interrogation and system diagnostic test were performed. All results including communication, output delivered, and impedance were normal for the tests run. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. After the final electrical test, the battery voltage was found to be within a functional limit. The data from the generator indicated impedance values were likely normal throughout implant. No other anomalies were seen as this device appeared to perform normally. No additional relevant information has been obtained to date.